Manufacturer narrative:
Patient weight-unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint types reported for units within the same lot. (B)(4). Not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens into the patient's left eye (os) on (B)(6) 2017. The lens was explanted (B)(6) 2017 due to excessive vault and the lens was removed on the same day (it is unknown as to whether it occurred during the same surgery). As of the date of MDR submission, the lens has not been returned for evaluation.